Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if any malfunction code appeared again.